Manufacturer narrative:
Follow-up #1 (07/15/2014)-device evaluation: the meter involved with this complaint has been returned on 07/09/2014 and evaluated by lifescan product analysis on 07/10/2014 with the following findings: the meter has passed testing with no faults found. The complaint could not be reproduced and all readings were in range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began at approximately 2pm on the same day she contacted lfs for assistance. She tested on the subject meter and observed a value of ¿156mg/dl¿ which she felt was high as compared to her normal readings/feelings. It is not known what range the patient considers to be normal. The patient manages her diabetes with an unknown type and fixed dose of insulin and did not take any action regarding her usual diabetes management routine in response to the alleged issue. Approximately 5 minutes after testing, she claimed she developed symptoms of ¿shaking, sweating, confused¿ and immediately self-treated with food/drink. No other device was reported to be used for testing. At the time of troubleshooting the cca confirmed the samples test strips were unexpired and in good condition. A control test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (08/04/2014). The patient¿s test strips have been returned on 7/21/2014 and evaluated by lifescan product analysis on 7/22/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.